Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hemicolectomy, an end tone was provided by the generator indicating a completed seal cycle, but the device did not complete the sealing process. The vessel seal was completed by use of ligatures. There was no pt injury.